Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted into the patient. It is also reported that the patient had ams perigee implanted on (B)(6) 2006 along w an unidentified ethicon product, by maria molina, md. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. Updated information received on (B)(4) 2013: an additional mesh product was implanted on an undisclosed date.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh w/myomectomy and morcellation and placement of perigree anterior vaginal mesh system on (B)(6) 2006.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh w/myomectomy and morcellation and placement of perigree anterior vaginal mesh system on (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)